Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-17. H6: investigation summary bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism/ hub/colar separation with the incident lot was not observed however one of the sample showed bent needle shaft. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and the issue of defective needle mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bent needle. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. H3 other text : see h10

Event description:
It was reported that 8 bd vacutainer® eclipse¿ blood collection needles had the hub separate from the device. The following information was provided by the initial reporter: "when opening the package, it found that the safty unit separated from hub."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® eclipse¿ blood collection needles had the hub separate from the device. The following information was provided by the initial reporter: "when opening the package, it found that the safety unit separated from hub."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® eclipse¿ blood collection needles had the hub separate from the device. The following information was provided by the initial reporter: "when opening the package, it found that the safety unit separated from hub."